Event description:
It was reported that following implant, intermittent capture was observed on the atrial lead of the asymptomatic patient. It was determined through imaging that the lead had dislodged. The lead was successfully revised and the patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.